Event description:
New information on (B)(6) 2018, indicated that the patient's condition post procedure was stable.

Event description:
It was reported that the right ventricular exhibited oversensing. The lead was capped and replaced on (B)(6) 2018. No patient symptoms were reported.

Manufacturer narrative:
A partial lead with the connector end measuring 11.5 cm. Was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.